Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging battery on the verio after being fully charged and sitting in the drawer for approximately 1 week was half way depleted when he turned it back on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.